Manufacturer narrative:
The device was received for evaluation. During functional testing, ' 9 and run button not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation determined the causality to be number key 9 and run/stop key were not responding sometimes. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an issue of 9 and run key not working in the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.